Manufacturer narrative:
B4.date of report corrected to 10 sept 2024.

Event description:
Senseonics was made aware of an incident where the patient developed infection at insertion site with the symptoms of inflammation. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics. Additionally, the sensor was removed to alleviate the symptoms.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics (amoxiklav). The hcp decided to remove the sensor because of infection. To continue using eversense e3 cgm system, the patient was inserted with a new sensor on (B)(6) 2024. This incident does not require further investigation.